Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio: 6.1 (211pm), lab: 5.2 (12485pm). Date:(B) (6) 2010, inratio: 5.5 (223pm), lab: 4.4 (1247pm). Date: (B) (6) 2010, inratio: 3.6, lab: 3.2 (no times provided). Date: (B) (6) 2009, inratio: 7.0, lab: 4.8 (no times provided).

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B) (6) 2010, inratio: 5.5 inr, reference: 4.4 inr, mean: 4.95, confidence limits: 2.8-7.2. Date: (B) (6) 2010, inratio: 3.6 inr, reference: 3.2 inr, mean: 3.40, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B) (6) 2010, inratio meter = 6.1 inr; reference = 5.2 inr mean = 5.65. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B) (6) 2009, inratio meter = 7.0 inr, reference = 4.8 inr, mean = 5.90. The mean is >5.0 and the difference is equal to 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required.